Event description:
It was reported that foreign material was observed. During preparation, it was difficult to test the farawave pulsed field ablation catheter in basket and flower configuration due to a thumb actuator control being difficult to move. Additionally, a white residue was noted on the catheter handle. The catheter was replaced. The procedure was completed with a different catheter and there were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that foreign material was observed. During preparation, it was difficult to test the farawave pulsed field ablation catheter in basket and flower configuration due to a thumb actuator control being difficult to move. Additionally, a white residue was noted on the catheter handle. The catheter was replaced. The procedure was completed with a different catheter and there were no patient complications. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the device underwent visual inspection. The reported white foreign matter was observed on the catheter. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The deployment allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis. Based on testing of a returned device with similar attributes, the material on the device is likely 4311 loctite adhesive that is blooming due to the adhesive used to glue the handle not being fully dry when the product is packaged. This device was sent to the supplier for additional investigation. The supplier analysis confirmed the results of boston scientific findings that the powder was due to adhesive blooming on the device.